Event description:
It has been reported to us that the touch screen monitor forze during protocal change and had to reboot system. There is no report of patient injury and the device is not being returned for our analysis.